Manufacturer narrative:
An event regarding revision involving a unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: not performed as lot details were not provided. Complaint history review: not performed as lot details were not provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. The following device was also listed in this report: unknown stryker head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
This pi is for revision of primary implants on (B)(6) 2012. While reporting a revision of patient's right hip on (B)(6) 2018, rep reported that patient had a prior revision of stryker devices on (B)(6) 2012. Beyond the fact that a stryker head and liner were exchanged, rep does not have access to any information regarding the revision from the hospital or surgeon.